Event description:
The customer contact reported the pump was returned to the biomedical engineering dept with an unsigned note that stated, "will not pump secondary line." No tracking info was provided; therefore, specific pt information, pump programming, or event details were not available. During testing at the user facility, the pump did not deliver from the secondary line. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.